Manufacturer narrative:
The pump was received with a cracked and broken off end cap, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a missing address/serial label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that area around drive support cap was damaged and appeared as if it was going to fall apart. It was reported that issue was on the drive support cap. Customer's blood glucose was 190 mg/dl. Insulin pump would be replaced.